Event description:
The customer reported a no delivery alarm. The blood glucose reading was 115 mg/dl. Prior to the alarm, the customer was delivering a bolus. During troubleshooting, the customer was assisted with doing an infusion set change. The customer stated that the cannula is bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.